Event description:
Allegedly, with normal walking sudden loud popping and shooting pain on the right hip followed by a buckling of the pure berine and fall. Bfarm case number: (B)(4). Additional information received on 02/24/2021: incident description, femoral head and stem ID's and lot numbers, exact date of revision , implantation date and exact patient's date of birth. Allegedly, patient experienced a sudden onset of pain in the right hip joint with subsequent buckling of the right leg during normal walking the previous day. Radiological examination revealed a cone fracture.